Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the sample cutting test; however, the repair was not completed because cutters are not repairable. The cutter was returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Telephone number: (B)(6). Multiple MDR reports were filed for this event. Please see associated reports: 0001526350-2022-01168.

Event description:
During product evaluation, the cutter failed the test cut. No harm or delay were reported. Due diligence is complete as multiple attempts were made; however, no further information was received. As no additional information has been received, we are unable to provide further information. No adverse event is associated with this malfunction.